Event description:
It was reported that within the surgery the compression screw couldn`t be screwed into the slot hole. The surgery was successfully completed without the compression screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: a physical examination could not be carried out as the devices were not returned for evaluation. As no further information such as x-rays, op-reports, or medical records was provided, the reported event could therefore not be confirmed. A review of the device history records could not be carried out as the lot code of the reported implant is unknown. Based on the above information the root cause of the reported cannot be determined. The device was not returned for evaluation.

Event description:
It was reported that within the surgery the compression screw couldn`t be screwed into the slot hole. The surgery was successfully completed without the compression screw.